Event description:
The universal waste line was crimped which could cause falsely elevated troponin I results to occur at a magnitude that might initiate cardiac catheterization. There was no preport of pt harm as a result of this event.